Event description:
It was reported that the patient was recently implanted with an artificial urinary sphincter (aus). The patient feels that it takes too many pumps to open cuff and the cuff closes too quickly, therefore, he cannot empty the bladder without having to pump a second time. The patient will see his doctor for device evaluation. No further information was provided.